Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the device was unable to fire. The surgeon was unable to press the green button nor squeeze the handle. There was no patient involvement.